Event description:
The cycler was skipping cycles and there was no indication of an overfill. Add'l info received in 2003 indicated that the pt's weight showed an increase of 13 lbs. After their ccpd treatment. Another time, they felt very bloated and noticed that their catheter site was leaking. They stopped treatment and drained manually. They drained about 4,000-4,200ml. In a drain bag and about 500ml. More in another. Their prescribed fill volume is 2,000ml. No medical intervention was necessary.